Event description:
Customer reportedly received the following results on the aviva system, compared to a friend's aviva meter, within 10 minutes: 42-43 mg/dl (customer's aviva) and 73 mg/dl (friend's aviva meter). Friend's meter information was not available. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.